Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. A total construct with a 50mm shell and screw, mdm/adm liner construct, 22.2 +3 v40 metal head, and restoration modular stem construct were implanted.